Event description:
The nurse reported at the end of infusion after opening the door a jet of oncologic drug splashed the hand of the nurse. The customer stated there also was a leak at the blue safety clamp. A return sample was received for investigation. A free flow, tightness and visual inspection were performed and there weren't any findings of a non-conformity. Production documents were also investigated, there were no found deviations. Therefore there is no product deficiency for this complaint.